Event description:
The pt reported hearing at very low stimulation levels. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. The device can be programmed and used safely and effectively. The pt will continue to use the device.